Event description:
Customer reported the on/off button malfunctions. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the on/off switch. No patient injury was reported.